Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of 'keypad malfunction' was reproduced. The reported condition was verified. The cause of the condition was determined to be that the "ok" key was not functioning properly. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of keypad malfunction during device power up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.